Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had keypad issues. The blood glucose reading was 576 mg/dl, which was treated with a manual bolus. The blood glucose reading during the call was unknown. The customer stated that when she pressed a button, other functions would pop up on the display. She noted that the device prompted with a maximum bolus exceeded message that kept coming up while she attempted to set a bolus. No significant events leading to the keypad issues or bolus anomaly were observed. Advised replacement of the insulin pump. Nothing further reported.